Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, the physician experienced difficulty inserting the prolieve catheter as it appeared the catheter tip was folding back on itself. An attempt to place the catheter with a guidewire failed to rectify the situation. The physician completed the procedure with a different device. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, 615512 represents the prolieve catheter; a part of the kit. The complainant indicated that the device has been disposed of, and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.